Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer was setting up the infusion set when she received the alarm. Customer stated that her blood glucose levels have been running high. Customer has only had the pump for a month. Customer's blood glucose level is 310 mg/dl. Customer stated that she did have long term insulin. Customer stated that the drive support cap is normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional testing could not be completed due to the constant motor error alarm. The insulin pump was received with a cracked reservoir tube lip.